Event description:
Per the physician, the patient was explanted due to a cholesteatoma and an infection. The infection was treated with antibiotics (type not reported) which did not alleviate the issues. The patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report.